Event description:
Customer reported collimator problems, then system will not boot. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, reloaded software and calibrated the collimator. System operates as intended. (B)(4).